Event description:
It was reported that the patient had an allergic reaction to the pump medication that caused her to be hospitalized. The patient stated that "she almost died back then because of the meds and is scared to use it". Additional information has been requested, a follow-up report will be sent if additional information becomes available.